Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. Prosthetic vaginal exposure of the mesh was noted with diagnostic symptoms of dyspareunia. The patient was re-operated for prosthetic removal. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: date and name of index surgical procedure? Placement of a suburethral sling. The diagnosis and indication for the index surgical procedure? Mixed urinary incontinence. Were any concomitant procedures performed? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Vaginal discomfort and pain, hispareunia (spouse = (B)(4).), persistence (B)(6) 2023. What was the initial approach for the index surgical procedure? Retropubic were any concurrent devices implanted? No. Were there any intra-operative complications? No. When was the mesh exposure first noted by a physician? (B)(6) 2023 . Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Site : next to the urethra (implantation incision) symptoms: pain, dyspareunia, hispareunia: confirmation of diagnosis :confirmed diagnosis. Describe any medical/surgical intervention for the exposure including dates and findings. Reoperation on (B)(6) 2023: excision prosthetic exposure of the suburethral strip was the exposed mesh excised? Yes partially. Were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No hypothesis. What is the patient's current status? Excellent (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: neuchatel team received for evaluation one products of gynecare product code 810041bl lot number 3930846. An investigation was performed on received product and the batch record file reviewed. The product was decontaminated and well packaged. The received device was manipulated and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. The event cannot be confirmed with the received product. The product was conforming to specifications at the release. Events of this type are trended regularly.